Manufacturer narrative:
Conclusion and justification status: the complaint states lawyer is claiming for compensation: patient received hip-tep right side on (B)(6) 2005. After a fall an x-ray showed an osteolysis at trochanter major. As per patient lawyer the pathology report is stating the hip-tep was dissolving itself. Lawyer is suspecting the product not meeting the technical requirements. A complaints search did not identify any anomalies. A review of the DHR did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Lawyer is claiming for compensation: patient received hip-tep right side on (B)(6) 2005. After a fall an x-ray showed an osteolysis at trochanter major. As per patient lawyer the pathology report is stating the hip-tep was dissolving itself. Lawyer is suspecting the product not meeting the technical requirements. Update rec'd 07 september 2015: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had a biopsy on (B)(6) 2014 which was consistent with a tumor on their femur and a femoral fracture. The lawyer letter claims the patient was also experiencing pain. At this time the cup, head, and stem are being reported. The complaint was updated on 05/10/2015.